Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime anomaly. The device passed the operating currents measurement, self test, unexpected restart error, displacement, rewind, basic occlusion and occlusion tests. No motor error alarm during testing noted. Motor passed motor test. The insulin pump had a cracked case at display window corners, broken reservoir tube lip and severely scratched display window.

Event description:
The customer reported via phone call the insulin pump had multiple motor error alarms during bolus. The customer's blood glucose level was 100 mg/dl. The customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete the rewind sequence. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.